Event description:
It was reported that the leads were explanted due to dislodgement.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.